Manufacturer narrative:
Model/lot numbers for all catheters used in this event: 45032/27805633 (2 catheters) and 45026/28613197 (2 catheters).

Event description:
It was reported that the procedure was cancelled and rescheduled, as all four catheters failed to complete the priming process. This angiojet solent proxi catheter was selected for a thrombectomy procedure to treat the clotted vessel. However, during the preparation, the device failed to complete the priming process. During troubleshooting, another angiojet solent proxi catheter and two angiojet avx catheters were also attempted unsuccessfully. All four catheters failed to prime and had an error code. The procedure was cancelled and rescheduled. No patient complications were reported, and the patient's status was stable.